Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Bsc ID#: (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the right coronary artery (rca). A 2.25 x 38 synergy ii drug-eluting stent was deployed to treat the lesion. However, post stent deployment, thrombus was noted in the stent. Subsequently, other balloons were opened and other stents were deployed to complete the procedure. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the right coronary artery (rca). A 2.25 x 38 synergy ii drug-eluting stent was deployed to treat the lesion. However, post stent deployment, thrombus was noted in the stent. Subsequently, other balloons were opened and other stents were deployed to complete the procedure. No further patient complications were reported.